Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the haptic broke. The lens was removed with no patient injury, no enlarged incision or sutures.

Manufacturer narrative:
(B) (4)